Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal right coronary artery with mild calcification. Pre-dilatation was performed with the 3.0 x 15 mm nc trek balloon and a promus stent was implanted. Post-dilatation was performed with the same 3.0 x 15 mm nc trek balloon; however, the balloon ruptured at 18 atmospheres. It was noted that some resistance was noted with the vessel during advancement. The balloon was prepped inside the anatomy. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc. Stent: promus 3.0x15mm. (B)(4): incorrect prep it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified